Event description:
It was reported that maxzero needleless connector cap broke. The following information was provided by the initial reporter: material no.: mz1000-07 batch no.: unknown it was reported that, the maxzero cap broke. We had a problem with one of the maxzero caps. The mz9226 was delivering tpn via syringe and the nurse noticed the blue silicone poppet did not rebound. After you looked at the mz further, you noticed that it potentially has a piece of the male luer broken off inside the mz cap.

Manufacturer narrative:
It was reported that a piece of the male luer broken off inside the maxzero cap. Received from the customer is one used maxzero model mz1000-07 lot unknown. The maxzero were visually inspected for cracks, misassemblies or damages to the components. Visual inspection found that a male luer tip (p/n sa9009-018) of extension set model mz9226 was broken off into the female luer port of the maxzero. Closer inspection under a lab microscope observed stress marks on the break site of the male luer tip. No tool marks were observed on the maxzero. An attempt to remove the male luer tip from the maxzero¿s female luer was unsuccessful. Equipment used for testing on 01sep2020: optical ram-cnc eq 08204 5-feb-21 device history record for model mz1000-07 could not be performed due to no lot number being provided by customer. The customer¿s report that a piece of the male luer broken off inside the mz cap was confirmed. The root cause of the break is due to excessive outside force on the male luer as indicated by the visible stress marks observed on the broken male luer tip. The root cause of the outside force could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that maxzero needleless connector cap broke. The following information was provided by the initial reporter: material no.: mz1000-07 batch no.: unknown it was reported that, the maxzero cap broke. We had a problem with one of the maxzero caps. The mz9226 was delivering tpn via syringe and the nurse noticed the blue silicone poppet did not rebound. After you looked at the mz further, you noticed that it potentially has a piece of the male luer broken off inside the mz cap.